Event description:
It has been reported to philips that the customer was unable to do fluoroscopy. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disks which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure was delayed, and the procedure was completed by using another system. The philips field service engineer (fse) analyzed the system onsite and confirmed that there was disk error, device cannot expose. After reviewing the log file fse found there is ip malfunction error for that system impossible to make a recreate image store. Fse replaced ippc hard disk. After replaced ippc hard disk, the system was returned to use and in good working order. The codes were updated based on the investigation outcome.